Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the driver while engaged with the screw.

Event description:
On 07/30/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1995shn screwdriver tip of the post screw broke off when trying to remove it, but it was retrieved safely and there is nothing left inside the body. The screw was also successfully removed using a different driver. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.